Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis and subsequently passed away due to septic shock. The breach in aseptic technique was further described as ¿non-compliance to sterilization technique¿. On the same day as peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with an unspecified antibiotic (dose, frequency and route were not reported). Thirty-three days after the date of peritonitis onset, the antibiotic treatment was discontinued. On the same day, the patient passed away due to septic shock. Dianeal therapy was ongoing until the date of death. The patient did not recover from the peritonitis prior to death. It was not reported if an autopsy was performed. No additional information is available.